Event description:
Pt had bi-polar hip prosthesis implanted in 2007. He was returned to surgery on about 15 days later for explantation of hip prosthesis. The ball had separated from the stem, cause unknown, new prosthesis implanted. MFR rep took old prosthesis and returned to biomet for eval.